Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator for lumbar degenerative disc disease. It was reported that there were concerns that the patient may be having a reaction. There is redness in the area of the battery and the itching area is radiating down from the implantable neurostimulator. A test showed that the patient has no allergies to the implant. However, additional information received from a health care professional regarding the patient on 2008-dec-16 indicated that there was a small/moderate fluid collection and seroma. An allergic reaction was confirmed with itching and pruritus. An x-ray came back with no positive results and a CT scan showed seroma. This was a non-serious illness. The patient was still in recovery phase as of (B)(6) 2008. Additional information was received from a consumer on 2020-feb-19 which indicated that the first implantable neurostimulator got infected after three years of being implanted with staph infection. It was replaced. There were no further complications reported or anticipated.